Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the exact number of patient events with dehiscence 1 week post op? Were the patient events previously reported to ethicon? What is the product code/ name of the suture used? For each patient event, please provide the following: what was the date of the initial procedure? What was the name of the initial procedure what layer of tissue was the suture placed in? How was the initial suture placed (interrupted or continuous)? Can you identify the product code of the ethicon suture? What date did the patient present with symptoms? Was there any patient factor prior to symptoms (cough, fall, etc)? What portion (in cm) of the incision was open? What medical/ surgical treatment was indicated for the wound dehiscence? Can you describe the appearance of the suture during second procedure? Were the suture knots intact and the suture broke? Were any photos taken of the suture during second procedure? What is the name of the surgeon? What are the patient age, weight, bmi and medical history? What was used to re-close the wound? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture dehisced approximately one week post-op. Additional information has been requested.